Event description:
Title: fogarty embolectomy catheter failure. Pt for declot of left av fistulagram, fogarty 7 fr inserted through introducer, procedure performed, balloon deflated and removed. On removal noted that piece of balloon may be missing. X-ray noted potential object, pt to o.r. For removal of object. Object unable to be found but clot removed. No evidence of balloon noted. On examination of balloon, noted coiled in on itself and may have broken. Further evaluation unable to be performed. Unable to determine if balloon particle may be transducer, if balloon intact, or potentially remains in pt.